Event description:
Customer reported a blank display. The customer stated the problem occurs when she puts in a new battery. She also stated the insulin pump was grinding when she tries to lock in the battery cap. The customer's blood glucose was 195 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No grinding noise when locking in battery cap noted. All operating currents are within specification. No unexpected blank display noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.